Manufacturer narrative:
(B)(4). The reported pt effects (inflammation, pain, visual disturbances and treatment with medication) are known adverse events as listed instructions for use. Although a conclusive cause for reported pt adverse effects and relationship to the device, if any, cannot be determined, there is no indication of product quality deficiency with respect to manufacture, design or labeling. The reported hospitalization and medication were in response to the pt symptoms. The investigation of the bradycardia and hypotension is not complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that on (B)(6) 2010, one day after the acculink stent was implanted in the right internal carotid artery (rica), the pt developed floaters in his right eye that was diagnosed as ocular ischemic syndrome. A CT scan showed no lesion, hemorrhage, or mass. The ophthalmologist was consulted and cleared the pt for discharge on (B)(6) 2010. On (B)(6) 2010, the pt had not been taking his glaucoma medication for four days and was admitted for sharp pain in the right eye that radiates to the right brow, cheek, upper lip, and gum with redness and swelling requiring hospital admission for a 24 hour observation and was seen by the ophthalmologist. The pt's pain improved with the administration of morphine. The pt's right eye had an abnormal protrusion and the right eye had an elevated intraocular pressure. The pt was treated with intravenous steroid medication and an increased dosage in his glaucoma medication. The pt's condition has improved, but is continuing. The pt appears to have had bradycardia and hypotension after the procedure. Treatment and duration of the bradycardia and hypotension are unk. Though requested, there was no additional information provided.